Event description:
It was reported that suture placement in the left common femoral artery was attempted with a prostyle device using the pre-close technique via a 9f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 12f sheath and the tavi procedure was completed. Reportedly post procedure, when the second suture was pulled, the suture broke, possibly as a result of too much tension. Hemostasis was almost achieved with the first pre-placed suture. Therefore, brief manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the electronic prostyle instructions for use (eifu), states: do not apply excessive pressure to the suture. It appears that the reported suture break is related to user error. The investigation determined the reported difficulty appears to be related to use error and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.